Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. A burnt wire was observed at the l1 connection of the msm mixer starter. The biomed clarified the burnt wire as being the black jumper wire to the mixer motor and not the incoming power from the fuse. The biomed replaced the mixer motor and the motor starter to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician at the user facility reported that the pump of the granuflo dry acid mixer did not come on during transfer and the mixer motor failed to run during mix. The biomed removed the control panel and a burning smell emanated from the unit. A burnt wire was observed at the l1 connection of the msm mixer starter. The biomed clarified the burnt wire as being the black jumper wire to the mixer motor and not the incoming power from the fuse. The biomed replaced the mixer motor and the motor starter to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. There were no patient adverse effects or treatments impacted by this event. Follow-up was provided which revealed that no flames or sparks were observed, and no smoke was visible. No parts are available to be returned to the manufacturer for evaluation.